Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
"She has used our products in the past, and this time the protector seemed smaller. There wasn't enough material to fit around her teeth, so she had to try a second time. This is her third time using our product and this time the mouth piece separated from top to bottom into two pieces after two uses. She said our products worked well in the past."